Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up after two years. Upon review of the patient's records it was noted that the a trial lead had been exhibiting loss of capture since (B)(6) 2007 and out of range and high lead impedance. The patient did not need atrial pacing at the time the issue was first discovered, so the physician elected to monitor the patient. The patient was in stable condition and would continue to be monitored.